Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer was unable to load software and could not access the network. During analysis, the programmer was able to update software via the software distribution network. However, there were two errors in the updated history window. Software was reloaded and reconfigured. It was also indicated that the stylus did not align with the cursor and therefore the overlay/bezel assembly was replaced. It was also indicated that the floppy drive could not read the floppy disk and therefore the drive was replaced. The power supply was also replaced due to being noisy. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that programmer was unable to load new device software, that it did not access the network. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.